Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-99mg/dl fasting. Verified the strips expire 06/25/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 80mg/dl and 72mg/dl fasting. Reviewed meter memory: 1:71mg/dl, (B)(6) 2015, 07:59:00 am, fasting: no; 2:89mg/dl, (B)(6) 2015, 02:25:00 pm, fasting: no; 3:79mg/dl, (B)(6) 2015, 12:02:00 pm, fasting: no; 4:undisclosed, 5:undisclosed; the customer states when she went to get her blood tested the trueresult meter gave results of 50mg/dl, 60mg/dl and the office's meter obtained a result of 90mg/dl. No advderse event reported.